Manufacturer narrative:
The report of the autopulse platform (sn (B)(4) displayed user advisory (ua) 12 (lifeband not detected) error message was confirmed during archive data review and functional testing. The root cause for the reported complaint was due to a bent monolithic plunger that caused the switch lever/arm being non-parallel to the switch block likely due to user mishandling such as a drop. Visual inspection was performed and found cracked front cover at the front-end area, multiple cracks on the bottom cover and cracked screw wells. Root case was due user mishandling such as a drop. In addition, the encoder drive shaft was not rotating smoothly and exhibits binding and resistance. The root cause was due to sticky drive shaft clutch area. The clutch plate was deburred to address the observed issue. These observations are unrelated to the reported complaint. The autopulse platform failed initial functional testing due to user advisory (ua) 12 error message displayed upon powering on, thus confirming the customer reported complaint. During lifeband clip detect switch inspection, it was observed that the monolithic plunger was bent that cause the switch lever/arm to be not parallel to the switch block. The archive data was reviewed and contained user advisory (ua) 12 error message around the reported event date. After replacing the monolithic plunger, top cover, and bottom cover; the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During device check, the autopulse platform (sn (B)(4) displayed user advisory (ua) 12 (lifeband not detected) error message. The user checked and changed the lifeband; however, user was unable to clear the error message. No patient involvement.